Event description:
It was reported the pt (australia) developed a hematoma at the ipg following implantation. Surgical intervention was undertaken to stop the bleeding. F/u on this matter found the pt has been released from the hospital and is recovering well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.